Event description:
On (B)(6) 2012, the hospital contacted lifescan from (B)(6) alleging an error 1 issue with a one touch verio meter. The facility did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement meter was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the facility claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The facility did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.